Manufacturer narrative:
Boston scientific received new information that the lead revision procedure was performed. During the procedure, the physician elected to explant this lead and implant a different model boston scientific lv lead. No additional adverse patient effects were reported. The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead exhibited increased pacing threshold measurements. Capture was obtained at 7.5v at 0.5ms. An x-ray revealed the lead had dislodged and was pulled back into the coronary sinus. A lead revision was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead remains in service until the revision procedure can be performed. This report will be updated when additional information is received.